Event description:
It was found membrane broken during first use. The patient was not harmed but it is unk if blood was returned or if there was a blood loss. The patient was asymptomatic and was discharged from the unit to home. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.